Event description:
It was reported that the insulin pump was cracked and was not working. The customer had already stopped using the device. The customer's blood glucose was 123 mg/dl. The caller stated that they believed the damage to the insulin pump was caused by the customer falling, while they were wearing the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with blank display due to broken trace on the interface board. The device was received with minor scratched lcd window, cracked display window corners, cracked reservoir tube lip, and a cracked end cap. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).